Manufacturer narrative:
No customer returns were available. Investigation of the customer issue included a review of the complaint text, a search for similar complaints and a review of labeling. Historical quality metrics were reviewed. Complaint searches determined that there is normal complaint activity for lot 01115l000. Labeling was reviewed and found to be adequate. Historical performance of the reagent lot was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for this lot is within the established control limits which indicates that the lot is performing acceptably and comparable to other lots in the field. A study was reviewed "performance characteristics of six intact parathyroid hormone assays". Sonia l. La'ulu, and william l. Roberts, md, phd. Am j clin pathol 2010;134:930-938, 2010. This study looked at the performance characteristics of 6 intact parathyroid hormone assays, including the architect which was the comparison method. For method comparison, serum and edta plasma samples were tested by all methods. Overall the study found good correlation for all methods, but did indicate there was significant bias between methods. In conclusion, the study indicated that standardization efforts are warranted and assay-specific decision limits are required. A product deficiency was not identified for this issue. A malfunction was identified. Based on the information within the complaint record, the device failed to meet performance specifications or otherwise perform as intended at the customer site.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that their architect ipth results were higher for patient samples compared to values generated at another facility that also uses the architect ipth method. All controls were within ranges. No issues were noted with other assays. Data for 5 patient samples was provided which showed architect ipth values higher than other methods (coulter, roche and siemens). The customer stated that calcium and vitamin d results for the patients were normal. No adverse impact to patient management was reported. The following data was provided (unit of measure pg/ml): (B)(6). The customer stated that architect ipth reagent lots 01115l000, 00516l000, 002916d00 and 03316l000 have been used at the customer site. It is unknown which lot(s) were used for the 5 patient results provided.